Event description:
A customer observed pt sample ferritin results associated with the wrong sample when using the vitros eci analyzer. Mis-association of pt results with the wrong sample may lead to inappropriate physician action. The incorrect results were not reported to the clinician. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics, inc. (B)(4).

Manufacturer narrative:
The investigation into this event determined that the customer initially processed a sample with the affected sample ID in (B)(6)2008 on the vitros eci. The sample was not processed to completion. The pending test request (ferritin) and sample demographics were stored in the analyzer's software and were not further processed or deleted. Per the instrument's software, if a sample is not processed to completion, the sample programming and associated demographic data are retained by the analyzer in a "pending" state. On (B)(6)2008, the operator placed an alternate sample (with the same sample ID) on the eci for processing. The pending ferritin test request (from 07/2008) was associated with the wrong sample. User error is the root cause of this event.